Event description:
It was reported that during a procedure to treat a de novo, eccentric lesion in the mid left anterior descending artery with moderate tortuosity and 99% stenosis, pre-dilatation was performed with an unspecified 1.5x8 balloon. A 2.75x28 rx xience v stent delivery system (sds) was advanced with resistance, force was applied and the stent was implanted; however, during deployment a distal edge dissection occurred. A 2.75x15 xience v was implanted to treat the dissection. The patient was doing well and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - excessive force. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the xience v everolimus eluting coronary stent system instructions for use states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Failure to follow these steps and/or applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. Based on the information reviewed, there is no indication of a product deficiency.